Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with the pump delivering conservatively due to calculated insulin on board and later increasing delivery during the call; review of logs indicated the tubing was initially filled with only 0.6 units, and the user subsequently confirmed all supplies were changed, after which glucose began trending downward. Symptoms included elevated blood glucose with a peak of 401 mg/dl. Outcomes included no hospitalization, no medical or surgical intervention beyond troubleshooting, and resolution trending during the call. Investigation included a review of device logs and user-reported use history with troubleshooting and education. Investigation of this case revealed that the pump algorithm limited delivery due to insulin on board estimates and that incomplete or insufficient tubing fill was suspected as a contributing factor. It was concluded that hyperglycemia occurred with cause unclear, possibly related to supply change technique and insulin-on-board calculations, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.